Manufacturer narrative:
Follow-up # 1 ¿ (06/08/2015). The patient¿s meter and test strips #3653395 have been returned on 5/14/2015 and 5/5/2015, respectively, and evaluated by lifescan product analysis on 5/22/2015 and 6/3/2015, respectively, with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - 12/06/2015 correction. Test strip lot# 3653395, as reported upon in the previous follow up, was not involved in this complaint. 2 test strip lots were received from the customer: 3653395 and 3747243. Lot# 3747243 was involved in the complaint (as per original 3500a), however only an empty vial was received and therefore no pa analysis on this lot# was performed.

Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4), alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.